Manufacturer narrative:
Concomitamt medical products: evolutr-29-c valve implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decreased p-waves. It was also reported that the right ventricular (rv) lead exhibited decreased r-waves and possible occasional undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.